Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) with blood glucose of 485 mg/dl. Patient's current blood glucose value: 311 mg/dl. Other blood glucose value was 372 mg/dl. The customer was treated with syringes and pens; not with insulin pump. The customer was wearing the insulin pump for not more than 48 hours from the hospitalization. The device is not expected to be returned for analysis.